Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of the applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the caliber spacer 10 x 30mm, 8-12mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. Date of manufacture cannot be determined without the lot number.

Event description:
Globus medical, inc. Received a medwatch 3500a form notification on (B)(4) 2012 from a hospital facility that a caliber spacer had come out anteriorly approximately three weeks after implantation. Pt underwent initial surgery (B)(6) 2011 for a posterior spinal fusion. Transforaminal lumbar interbody fusion was performed with hardware. Approximately three weeks later, x-rays showed the spacer had come out anteriorly. Revision surgery took place (B)(6) 2012 to remove spacer. Spacer was removed and replaced with another spacer (not manufactured by globus).